Event description:
It was reported that a cartridge alarm occurred during basal delivery. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level due to this reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.